Event description:
The hosp informed us that they have replaced a excor blood pump because of an assumed rupture of the blood membrane. No complications with the pump change was reported and we were informed that the pt is doing well.

Manufacturer narrative:
The excor blood pump s/n (B)(4) was used from (B)(6) 2012 to (B)(6) 2013 for 248 days. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification and no abnormalities were found in the records. A detailed analysis of the product will be provided in f/u report.